Event description:
Technical services received a call on (B)(6) 2011 from sales rep. Doing lv threshold, thinks she lost telemetry because patient lost capture but couldn't end test, patient was asyslole for 5-6 seconds. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)